Event description:
It was reported that during a gastric resection procedure, at the last gastric stapling with a black charger, the clamp is completely blocked in the early third fire without possibility to open it. The surgeon had to cut the staple line with scissors to release the clamp and tried to close the gastric gap by suture under coelioscopy but without success. So he performed a gastric suture by laparotomy with drainage contact, no bleeding. Surgery was prolonged more than one hour and longer hospitalization required. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: what were the indications for surgery? It was a patient who already had a sleeve gastrectomy before, with clips all along the staple line, so it is a second sleeve. What troubleshooting steps were used by surgeon to remove device? He tried to use the function to reverse the knife but it did not work anymore and he could not open the device. It was locked because when he fired the third stroke with the last reload, he get a clip (of the first sleeve) inside the jaws which was on the staple line of the first sleeve, so in my opinion, it is clearly not a material default, but a misuse. Did the surgeon confirm that all 4 firing strokes were completed plastic to plastic? All the firing strokes were well completed until the last one. What is the current patient status? The patient stayed a week in the hospital instead of 3 days, but now he is fine.